Event description:
It was reported that the patient had the artificial urinary sphincter balloon removed due to fluid loss. A new artificial urinary sphincter balloon was implanted. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter balloon removed due to fluid loss. A new artificial urinary sphincter balloon was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) ams 800 pressure regulating balloon (prb) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination identified a 1.327mm x 0.209mm (length x width) hole was identified near the midline of the balloon shell. A leak was identified at the same location as the previously mentioned hole during leak testing. The prb component was not functionally tested due to the previously identified damage. The hole in the prb component is consistent with a slice caused by contact with a sharp instrument or tool. Inspection of the remainder of the device revealed no other damage or irregularities. Based on the information available and analysis results, the reported fluid leak and hole in the balloon were confirmed and contributed to the reported clinical observation.

Manufacturer narrative:
Updated data: d6a implant date.

Event description:
It was reported that the patient had the artificial urinary sphincter balloon removed due to fluid loss. A new artificial urinary sphincter balloon was implanted. No patient complications were reported.